Manufacturer narrative:
Only the empty lens carton was returned with the packaging inserts. The lens case and peel pouch were not returned for evaluation. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The company model is only qualified for use in the company (a) and (b) cartridges. The customer indicated the use of a viscoelastic, which is not qualified for company cartridge use. The root cause could not be determined for the reported complaint. The iol was not returned for an evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, a lens was defective. The lens was exchanged to complete the case. There was no patient impact.